Event description:
The patient experienced an actionable arrhythmia that was recorded during the wear period; however, the hcp was not notified of the arrhythmia prior to the report posting. Follow-up with the healthcare provider (hcp) revealed that there was a delay in treatment. As a result, the patient was hospitalized and received (unknown) treatment. No further information was provided.

Manufacturer narrative:
This supplemental report is being submitted in response to the FDA notification received on september 26, 2024, concerning missing UDI numbers in MDR submissions from october 2023 through december 2024. In response to this issue, irhythm conducted an investigation and identified a system processing error, which has now been resolved. Please see the update in section d4.